Event description:
It was reported that the right ventricular lead exhibited incorrect impedance due to a dislodgement. The lead was attempted to be repositioned but the helix of the lead could not be retracted. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned and analyzed and the helix was disengaged from the helical channel. The inner tubing was kinked/buckled and there was blood in/on the helix mechanism.